Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site at a later date to test the equipment. The imaging system passed the system checkout and was found to be fully functional. Issue had resolved with part replacement at the time of report.

Event description:
A medtronic representative reported, that prior to a spinal fusion procedure, the imaging system's mobile view station (mvs) fuse blew. The medtronic representative had a spare fuse on hand and was able to replace the part. As this issue was identified and occurred prior to surgery, no patient was present.